Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(4) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert), lot number c06470, inserted on (B)(6) 2014. On (B)(6) 2014, while the health care professional was inserting the catheter, he kept twisting the catheter. However, the essure did not deploy correctly and broke off in the patient. It is unknown how much of device was removed or remains in patient. The second aside was placed perfect. Follow up 05.jan.2014: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure and deployment difficulty are anticipated events. Final risk classification: risk category v. Medical assessment: this product technical complaint was initiated due to reported product technical issue (breakage). The ae case also refers to a usability issue (complicated insertion). However, at this point in time no adverse events were reported. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect and noted that this event is anticipated per design fmea. In summary, an assessment regarding a causal relationship between a potential quality defect and an adverse event is not possible as no adverse event was reported. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the insertion procedure the device broke off in the patient. This event is non-serious and upon receipt of the product technical analysis it was regarded as listed for essure. During difficult insertion, single cases have been reported of essure breakage. In the present case, during insertion the device did not deploy correctly (non-serious event) and it broke off in the patient. It is unknown how much of device was removed or remains in patient (non-serious event). Based on the information received, and given the nature of the reported events a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to the reported device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis was unable to confirm any quality defect or device malfunction at this time and concluded unconfirmed quality defect. Follow up information is expected.

Manufacturer narrative:
Follow up from 10-jun-2015: the required number of follow-up attempts was completed, with no response to date. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the insertion procedure the device broke off in the patient. This event is non-serious and upon receipt of the product technical analysis it was regarded as listed for essure. During difficult insertion, single cases have been reported of essure breakage. In the present case, during insertion the device did not deploy correctly (non-serious event) and it broke off in the patient. It is unknown how much of device was removed or remains in patient (non-serious event). Based on the information received, and given the nature of the reported events a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to the reported device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis was unable to confirm any quality defect or device malfunction at this time and concluded unconfirmed quality defect.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
This is a spontaneous case report received from a medical doctor in united states on (B)(4)dec 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert), lot number c06470, inserted on (B)(6) 2014. On (B)(6) 2014, while the health care professional was inserting the catheter, he kept twisting the catheter. However, the essure did not deploy correctly and broke off in the patient. It is unknown how much of device was removed or remains in patient. The second aside was placed perfect. Follow up 05.jan.2014: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking during the procedure and deployment difficulty are anticipated events. Final risk classification: risk category v. Medical assessment: this product technical complaint was initiated due to reported product technical issue (breakage). The ae case also refers to a usability issue (complicated insertion). However, at this point in time no adverse events were reported. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect and noted that this event is anticipated per design fmea. In summary, an assessment regarding a causal relationship between a potential quality defect and an adverse event is not possible as no adverse event was reported. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the insertion procedure the device broke off in the patient. This event is non-serious and upon receipt of the product technical analysis it was regarded as listed for essure. During difficult insertion, single cases have been reported of essure breakage. In the present case, during insertion the device did not deploy correctly (non-serious event) and it broke off in the patient. It is unknown how much of device was removed or remains in patient (non-serious event). Based on the information received, and given the nature of the reported events a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident due to the reported device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis was unable to confirm any quality defect or device malfunction at this time and concluded unconfirmed quality defect. Follow up information is expected.